Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had a previous open surgical repair of his abdominal aortic aneurysm approx 15 years ago. Aneurysm and vessel morphology were not reported. It was reported that the pt presented emergently approx 1 month ago with an endoleak originating from the surgical graft. The physician elected to implant 2 talent 34 mm aortic cuffs (MFR #2953200-2009-01481) in order to stabilize the pt for another necessary surgery, of an unk nature. The implantation of the talent aortic cuffs seemed effective; however, the pt was brought back several days later for the explantation of the talent stent grafts. The physician commented that the explant was unrelated to the performance of the stent grafts but rather related to an endoleak from the anastamosis site or a tear in the surgical graft. No additional clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
Eval codes, results and conclusions: implantation of aortic cuffs without implanting a bifurcated stent graft.